Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was. However, it was determined that foreign material remained in the nozzle since the subject device was returned to olympus without conducting/completing reprocessing at the facility. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water leakage. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, was found foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Establishment name: (B)(6) medical. The device was returned to olympus for evaluation and the found water tightness was lost due to a pinhole on the bending section cover. Additional findings: due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. Due to damage to the right/left knob, the right/left knob does not move smoothly and the free-engage knob rotates concurrently. The bending tube is deformed. The mouthpiece is loose. The connecting tube has a dent. Insertion tube buckles and coating peel-off/buckles on protector insertion section. The electrical connector has discoloration due to water leakage. The forceps channel port is shaved. Switch 1 is deformed. The control unit has discoloration. The paint on the air/water and suction cylinder is peeled. Scratches were found on the following parts: right/left knob, forceps elevator knob, probe and scope covers, lock engagement lever, up/down knob, switch box, connecting tube, control unit, suction connector, scope connector unit cover, protector of universal cord on the suction connector side, the protector of the universal cord on the control section side, universal cord, and grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.